Event description:
Patient presented to operating room for I/d of septic arthritic bilateral knee joints. Bard cws 400 closed wound suction kits placed in b/l knees. On the morning of (B)(6) 2018 orthopedic fellow presented to patient's bedside and removed l drain without difficulty. When attempting to remove r drain, significant resistance was felt and a "pop" was heard. Drain came out of knee torn and missing a 1 cm piece of the drain. Patient had to return to the operating room on (B)(6) 2018 for removal of the piece of drain. Event reported to state agency and to tjc as removal of a retained foreign body. Patient's hospitalization continued without further complication related to this specific incident.